Manufacturer narrative:
(B)(4).

Event description:
Literature article reporting a patient who was treated for acute posterior wall myocardial infarction and occluded rca. Patient also had non-occlusive thrombus in the lcx and the lad artery had a thrombolysis in myocardial infarction with grade 11 flow. The rca was pre-dilated and a driver sprint bare-metal stent was implanted which was then post-dilated. A temporary pacemaker was placed before the pci due to bradycardia. After the procedure, the patient became hemiplegic and exhibited loss of spontaneous speech. Cerebral magnetic resonance imaging revealed an extensive left-sided infarction in the brain stem expanding into the cerebral and cerebellar peduncle. Thrombolysis was not possible, as dual anti-platelet therapy, heparinisation and continuous intravenous tirofiban had already been initiated. Subsequently, the patient was mechanically ventilated and treated with antibiotics for 6 days after which the patient developed aspiration pneumonia caused by neural dysphagia. Patient was transferred to the stroke unit for rehabilitation.